Event description:
Procedure: reoperation, exploratory celioscopy, laparoscopic-assisted repair of enterotomy for small bowel perforation (presented as bile peritonitis). According to the report: the pt was taken back to or for small bowel perforation: initial site of perforation identified in jejunal ileum. Visualized and reinforced serosal tear with interrupted sutures. Repaired enterotomies on posterior wall of jj and 15cm distal to jj. Closed 1cm enterotomy in different portion of roux limb and mesentery portion of small bowel and reinforced staple line.